Manufacturer narrative:
Evaluation of the returned pod pc revealed that the embolization coil was detached due to an sr wire fracture, and the complaint was confirmed. If the device is forcefully retracted against resistance, damage such as this may occur. The ovalization in the returned lantern may have contributed to the resistance experienced during the procedure. Further evaluation of the device revealed that the pusher assembly was kinked near its distal tip and the embolization coil was unraveled. The kinked pusher assembly was likely due to forceful manipulation of the device against resistance, and the unraveled coil was likely due to the sr wire fracture. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a feeding artery of a pulmonary arteriovenous malformation (pavm) using a lantern delivery microcatheter (lantern), a pod packing coil (podj), a non-penumbra vascular plug, a non-penumbra guiding catheter, and a non-penumbra sheath. During the procedure, the physician placed the sheath in the pulmonary artery. The physician then advanced the vascular plug in the feeding artery using the guiding catheter, lantern, and sheath. A contrast over the sheath was done to check if there was still flow right after the feeding artery. Since, there was still flow, the physician decided to pull in one of the two vascular plug chambers into the guiding catheter. The physician then advanced the lantern to the partially released vascular plug and inserted the podj. The podj advanced through its introducer sheath and into the lantern effortlessly under continuous flush. Once the podj advanced out of the distal end of the lantern, the physician experienced resistance and the podj immediately faced the vascular plug. The podj then made a 180 degree turn back into the feeding artery. At this point, the podj was pushed no more than approximately five centimeters out of the distal end of the lantern and when the physician attempted to retract the podj, it was noticed that the podj had unintentionally detached inside the lantern. Therefore, the lantern containing the detached podj was removed. The procedure was completed by placing the second chamber of the vascular plug over the same guiding catheter. A complete occlusion of the feeding artery was achieved no coiling was needed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.